Event description:
It was reported that the patient had returned to the clinic for a mobile power unit (mpu) exchange. The patient explained that the device kept alarming, along sided a few low voltage warnings when plugged into their heartmate 3 system controller. A replacement mpu was given to the patient. A review of the log files revealed intermittent power cable disconnect and low power hazard alarms when the patient was on the mpu. The log file also captured 2 transient low flow alarm on (B)(6) 2022 at 17:40.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active on (B)(6) 2022 from 16:10:47 ¿ 16:10:48, on (B)(6) 2022 from 05:19:05 ¿ 05:20:39, on (B)(6) 2022 from 03:05:55 ¿ 03:06:12, and from 16:48:08 ¿ 16:48:29. The alarms took place while the controller was connected to the mpu and battery power and occurred on both power cables. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made requesting the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector, if the ac power cord came loose from the wall or the unit, if there were any environmental circumstances that caused the alarms, if the alarms were resolves following the mpu exchange, and if the mpu will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.